Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy (dust, pollen, costume, jewellery). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("frequent muscle pain"), muscle spasms ("muscle cramp"), limb discomfort ("sensation of inflammation in the fingers (mainly thumbs)") and asthenia ("relatively debilitanting asthenia"). The patient was treated with salpingectomy with bilateral cornuectomy for laparoscopic removal of the essure device. Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine, myalgia, muscle spasms, limb discomfort and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, limb discomfort, migraine, muscle spasms and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy. Concurrent conditions included multiple allergies (dust, pollen, costume, jewellery). On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("frequent muscle pain"), muscle spasms ("muscle cramp"), limb discomfort ("sensation of inflammation in the fingers (mainly thumbs) and asthenia ("relatively debilitanting asthenia"), 3 months after insertion of essure. The patient was treated with surgery (salpingectomy with bilateral cornuectomy for laparoscopic removal of the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine, myalgia, muscle spasms, limb discomfort and asthenia outcome was unknown. The reporter considered asthenia, back pain, limb discomfort, migraine, muscle spasms and myalgia to be related to essure. The reporter commented: she has a history of allergy (dust, pollen, costume jewellery). Three months after surgery, a series of symptoms appeared, that could not be explained by the additional tests carried out. No logical explanation was found for her symptoms. Essure removal was performed for medical reasons, not on patient's demand. Essure lot number was unknown to reporter. No follow up information was available 6 months after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter returned the essure device removal questionnaire: patient's medical history also included myoma resection. Essure removal was performed for medical reasons, not on patient's demand. Essure sample was available. Essure lot number was unknown to reporter. No follow up information was available 6 months after surgery. Reporter considered the events to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy (dust, pollen, costume, jewellery). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("frequent muscle pain"), muscle spasms ("muscle cramp"), limb discomfort ("sensation of inflammation in the fingers (mainly thumbs)") and asthenia ("relatively debilitanting asthenia"). The patient was treated with salpingectomy with bilateral cornuectomy for laparoscopic removal of the essure device. Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine, myalgia, muscle spasms, limb discomfort and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, limb discomfort, migraine, muscle spasms and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy. Concurrent conditions included multiple allergies (dust, pollen, costume, jewelery). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("frequent muscle pain"), muscle spasms ("muscle cramp"), limb discomfort ("sensation of inflammation in the fingers (mainly thumbs)") and asthenia ("relatively debilitating asthenia"). The patient was treated with surgery (salpingectomy with bilateral coronectomy for laparoscopic removal of the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine, myalgia, muscle spasms, limb discomfort and asthenia outcome was unknown. The reporter considered asthenia, back pain, limb discomfort, migraine, muscle spasms and myalgia to be related to essure. The reporter commented: she has a history of allergy (dust, pollen, costume jewelery). Three months after surgery, a series of symptoms appeared, that could not be explained by the additional tests carried out. No logical explanation was found for her symptoms. Essure removal was performed for medical reasons, not on patient's demand. Essure lot number was unknown to reporter. No follow up information was available 6 months after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.